Event description:
A customer complained that two higher than expected vitros tropi es results were obtained from two different samples from the same patient when using vitros tropi es reagent on a vitros 5600 integrated system. Vitros result of 0.997 ng/ml versus expected <0.012 ng/ml. Vitros result of 0.983 ng/ml versus expected <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected result of 0.997ng/ml was reported outside the laboratory. Based on this result, the patient was treated with levonox. Per consult from ocd medical safety officer, it is highly unlikely this patient will experience any serious long term harm due to the short term administration of this drug. A corrected patient sample report was issued upon retesting of the samples, and there was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that two higher than expected vitros tropi es results were obtained from two different samples from the same patient when using vitros tropi es reagent on a vitros 5600 integrated system. Root cause for the event could not be determined. The investigation could not rule out inappropriate pre-analytical sample processing as a potential contributing factor to the event. The investigation found no evidence to indicate that the customer¿s vitros troponin I es reagents or vitros 5600 system were performing unexpectedly.